Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-nov-2017 with the following findings: during investigation, the pump was returned with visible moisture corrosion in the battery compartment. The battery compartment was found to be cracked near the top left corner of the grip pad. A leak test was performed and failed due to a leak from battery compartment crack. The pump was opened, and no further moisture was found inside the pump.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The battery compartment was alleged to contain moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.